Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was related to internal leakage test failure during pre-use check. It has been confirmed during evaluation of the provided problem description and service report. The log files were not attached. According to the information provided by the field service engineer (fse), it was found the nozzle units were defective and the parts have been replaced. No part was returned to the factory for further analysis. The root cause for the reported problem could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/07/2016. Corrected manufacture date: 12/08/2016.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).